Event description:
It was reported that the asymptomatic patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right atrial lead had exhibited noise oversensing, which resulted in an inappropriate mode switch and pacing inhibition. Programming changes were made. There were no patient consequences. The patient will be further monitored.